Event description:
The customer reported to olympus, leakage was noted between switch 1 and switch 2 of the ultrasonic gastrovideoscope. The device was returned and an evaluation revealed peeling of the ultrasonic probe surface due to physical load. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. Leakage was noted between switch one (1) and switch two (2) due to malfunction of the watertight area and cracked resin. Cracking of objective lens due to physical load was noted. The adhesive part of the distal end was damaged. There was damage to the insertion tube due to pinched corrugated tube. Angulation malfunction was noted due to deterioration of the friction plate. Cable deformation and cable damage was noted due to physical load. Damage to the control section due to physical load was noted. Discoloration around air/water cylinder was noted due to stress during reprocessing. Actuator damage was noted due to chemical load. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the failure ¿leakage between switch 1 and 2¿ was noticed during a therapeutic procedure. The procedure was completed with a similar device. No piece of equipment fell into the patient.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. Please see updates to: b3, b5. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that a physical load was applied to the probe surface. Therefore, it is likely that the phenomenon (peeling of the probe surface) occurred due to the physical load. However, the actual product was not returned to the legal manufacture, and the detailed condition of the actual product could not be confirmed, so the root cause could not be identified. The event can be prevented by following the instructions for use which state: "transportation of the endoscope- do not hit or drop the distal end of the insertion tube when carrying the endoscope by hand. The ultrasonic transducer internal damage can result and/or the ultrasonic image will be abnormal.". Olympus will continue to monitor field performance for this device.